Manufacturer narrative:
Manufacturing date was reported initially as 2007 however, the manufacturing site reported the date as 2002.

Manufacturer narrative:
Manufacturing date 2007. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during visx hyper treatment, treatment was interrupted twice in the right eye and was unable to continue due to laser fluence issue. Laser would not allow surgeon to complete the 4 seconds of treatment. Surgeon decided to put the flap down and tell the system that treatment was done (complete). A system boost was done to treat the second eye and there were no issues. Bcva from (B)(6) 2018: right eye pre-op 20/20 3.50 x -1.00 x 20, left eye pre-op 20/20 3.25 x -1.00 x 175.